Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable unit component. The cable unit failure was caused by excessive force during cleaning, either by pulling, twisting, squeezing, or bending. The camera head did not communicate with the otv-s400 video processor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the 4k camera head did not display an image. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the video function did not work normally due to the failure of the adapter, and the phenomenon pointed out [no image appeared] might have occurred. Additionally, it has been confirmed that there was a high possibility that the internal wiring and internal parts of the connector have been damaged due to excessive force. It was recommended to replace the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage in the operating instructions for the immersion of the connection (site of the failure) which could have prevented the phenomenon: ¿[dangers, warnings, and cautions]: do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.